Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
It was reported that the device was unresponsive even after battery change. Customer's blood glucose was 3.4 mmol/l. Device was damaged at the battery compartment. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with a blank display due to a corroded battery tube. Unable to perform functional tests, including the self test, rewind, seating, basic occlusion, occlusion, force sensor, displacement or verify the low battery alarm due to the blank display. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The pump was received with minor scratches on the case. No damage to the battery tube was noted.